Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 478mg/dl. The customer had no symptoms and treated with insulin syringes. Customer's blood glucose value was 478mg/dl at the time of the call. Troubleshooting was performed. Customer declined to check for leaks or air bubbles and declined to continue troubleshooting. Customer was advised to contact healthcare professional. The product will not be returned for analysis.